Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display and watchdog alarm as a result of moisture damage on the electronic assembly. The device had cracked reservoir tube lip, scratched screen, and moisture damage on the motor assembly. Unable to confirm the low battery alarm due to the frozen display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed low battery several times. No further information was provided.